Event description:
Rv unipolar lead impedance warning on (B)(6) 2020. Lead trending is stable on the lead trends. Device appears to be currently functioning as programmed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).